Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addrl1 implantable pulse generator (ipg) implanted: 2011-(B)(6), 5076 implantable pacing lead implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the patient was seen in the clinic and patient was in atrial fibrillation (af). Upon device interrogation, it was noted there was no atrial high rate (ahr) episode recorded. There was also small p waves and some undersensing with modeswitch going in and out. Reprogramming was done and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.